Event description:
During biomed testing the device shut down inappropriately upon an attempt to discharge energy. Complaint indicated that there was no patient involvement in the reported malfunction.